Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 1 month ago. There was calcium throughout the anatomy and the iliac arteries had mild to moderate tortuosity. It was reported that the limbs were not crossed and the stent graft laid straight in the anatomy; however, the unsupported stent segment of the ipsilateral limb was kinked. There was also a proximal type 1 endoleak. A talent iliac limb was placed within the ipsilateral limb and successfully resolved the kink. A cuff was placed proximally and successfully resolved the proximal type 1 endoleak; however, the cuff encroached on the left renal artery which was the lower renal artery. The renal artery had good flow and no intervention was performed. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Eval, results & conclusion: (calcified anatomy).